Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time and date were incorrect; cause was unknown. Tandem technical support assisted customer in correcting time and date. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl, and was unresponsive. Cause of bg level was unknown. Customer was unable to provide treatment received, however indicated issue was resolved. Customer declined to provide length of stay, however, customer reportedly left ER in stable condition (bg not provided).